Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent partial mesh excision, concurrently with a cystoscopy with bladder botox a injection on (B)(6) 2013 due to dyspareunia and incomplete bladder emptying. (B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary tract infection and urge incontinence. (B)(4).

Event description:
Details:it has been reported that following insertion the patient experienced urinary tract infection and urge incontinence.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat incontinence.